Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified a malfunction. The cse inspected the device and made an adjustment to the compressor power cord. The device passed performance verification tests prior to returning the device back into svc.